Event description:
The facility representative reported by phone a flogard device "door open/close clamp" complaint on 08 apr 2009. Event occurred several times during pt use in 2009. Pt was a male. Nurse started infusion of lactated ringer's solution, and after approx one min after start of infusion, pump alarm "door open, close clamp". Nurse would re-insert blue clamp, shut door and restart infusion and the same problem happened several more times. Nurse finally switched pumps, and pt's therapy was completed without further incident. Pt reportedly did not suffer any adverse symptoms due to interruption of therapy. Pt injury did not occur. Pt has since been discharged from hospital. Although requested, additional information is not available.

Manufacturer narrative:
Device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.